Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ infusion set experienced flow issues. The following information was provided by the initial reporter: customer reported having issue with burette tubing when administering ivig. There have been several incidents noted where there is still fluid in the ivig bottle, but the burette does not pull the fluid and the burette and tubing runs dry. In this situation the burette usually looks like a vacuum where it is squeezed tight like it was trying to pull the fluid but unable.

Event description:
It was reported that the unspecified bd¿ infusion set experienced flow issues. The following information was provided by the initial reporter: customer reported having issue with burette tubing when administering ivig. There have been several incidents noted where there is still fluid in the ivig bottle, but the burette does not pull the fluid and the burette and tubing runs dry. In this situation the burette usually looks like a vacuum where it is squeezed tight like it was trying to pull the fluid but unable.

Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 09-aug-2023. Investigation summary: four samples, model 82113e were returned for investigation. The sets were examined for defects and abnormalities. The burette for all the sets were caved in. Functional tested was performed by attaching the sets to a bottle and allowing them to flow with gravity. No occlusion was observed. The sets were able to pull all the liquid out of the bottles. The customer complaint, that sets were unable to pull from the bottles, could not be replicated. Although the issue could not be reproduced, the probable root cause is the vents being closed on either the bottle and/or burette which created a vacuum, causing the burettes to cave in. To avoid this issue, ensure both vents are open before an infusion is started. A DHR was performed for the possible lots: a device history record review for model 82113e lot number 22029628 was performed. The search showed that a total of 9803 units in 1 lot number was built on 08feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.